Event description:
It was reported that during a pta/stenting treatment procedure in the renal system, the stent would not deploy. A cordis stent was used to successfully complete the procedure. The pt is reported as fine following the procedure; no injury or complications were reported.